Event description:
A malfunction was reported with a code that was present but resettable, and no notable events occurred before it. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided information on how to reset the pump and assisted the customer in doing so. The malfunction did not recur, allowing the customer to continue using the pump. Technical support also sent a charging pad cover due to difficulties encountered during the reset process.